Manufacturer narrative:
(B)(4). Analysis of the returned components body of the device including handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot and the link was still attached to the cuff. The anterior cuff was engaged to the anterior needle tip. Based on the evidence found on the returned device, the posterior cuff was missed and could appear very similar to the reported suture break. The link was pulled from the anterior cuff and was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. The needle trajectory of every device is verified twice during manufacturing. There was no manufacturing or quality deficiency detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an percutaneous transluminal coronary angioplasty procedure. Reportedly, a suture break occurred. Hemostasis was achieved using a non abbott device. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.